Event description:
The facility reported a fail code 570 during biomed testing. Although baxter attempted to obtain info, details were not available regarding add'l contact info, pt demographic, medication involved, or pump programming.